Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, lot #: va1p6rm, implanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot #: va1p6rm, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 12-feb-2022, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 13-feb-2022, UDI #: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jul-2020, UDI #: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jul-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had their system removed due to an infection. No further complications were reported or anticipated with this event.